Event description:
The end user alleges he was in his chair when the back cane broke resulting in a fall. The end user went to the emergency room where he had some tests done. No injury reported.

Manufacturer narrative:
The device is being returned for evaluation. A follow-up report will be submitted once the evaluation is complete.